Event description:
Tap, it was reported that 5 months after implantation of a 2.50x24 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the intial procedure, the target lesion was located in the mid right coronary artery(rca). A pre-intervention stenosis of 95% was reported. The lesion was balloon dilated and a 2.50x24 mm taxus stent was deployed in the lesion. A post-intervention timi iii flow was reported. No info was reported concerning the turtousity or calcification of the vessel or pt medicatons. The pt was reported have tolerated the procedure well. The pt presented 5 months later with episode of pain and in-stent stenosis of 50% mild-proximally and 40% distally. The lesion was pre-dilated and two overlapping cypher stents were deployed in the previously placed 2.50x24 mm taxus stent and distal to the stent. Post-intervention angiographic results were reported as wide patency and without significant residual narrowing. No info was reported concerning pt complications.